Manufacturer narrative:
(B)(4). The distributor in nepal determined that the following malfunctioning parts were contribution factors in the cause of the reported event; air/o2 inlet pressure pcba and blended gas pressure pcba. The distributor in (B)(4) replaced the affected parts with ones from their stock to repair the device and return it to service. Carefusion has requested the return of the alleged faulty parts for evaluation. As of april 28, 2015, the alleged faulty parts have not been received.

Event description:
The distributor in nepal reported that the device is not ventilating and is showing a "vent inop" error message.